Event description:
It was reported that the lead polarity switched. There was no capture in the unipolar configuration was noted. Bipolar lead impedance was 1000ohms with unipolar impedance measured at 799ohms. The device interrogation noted 135 high impedance measurements (greater than 2000ohms). The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.